Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was air in the tubing of the feeding set. There was no patient harm.

Manufacturer narrative:
Additional information: h2, h3, h6. Investigation summary: the customer reported air in the enteral feeding tubing. No patient injury was reported. A device history record review was unable to be completed as the lot number was unknown. One (1) used device was returned for evaluation. Visual inspection and functional testing confirmed the reported issue of air in line. An investigation has been initiated to determine the root cause of this device failure. The root cause and conclusion of the confirmed device failure will be documented within the investigation. This product issue will continue to be monitored and trended.